Event description:
It was reported that a request was made to have data from this cardiac resynchronization therapy defibrillator (crt-d) analyzed as the clinic believed the device was exhibiting accelerated battery consumption. Per technical services (ts), the latest device data available on the latitude nxt remote patient monitoring system is from (B)(6) 2024. As such, the most recent data was requested from the clinic. No adverse patient effects were reported. This product remains in service.